Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging burns in the face while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging burns in the face while using this device. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed, three instances of: e-130, one instance of: e-56 and one instance of: e-53. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. Section b1, b2, d9, g3, h1, h3 and h6 has been updated / corrected.